Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented for routine generator change when externalized conductors were observed via diagnostic imaging. Patient was asymptomatic. Electrical function of the lead was tested and observed with no anomalies detected. Lead was capped and replaced. Patient was stable post-procedure.